Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to detect low reservoir alarm due to motor error alarm. Device had normal operating current. It was monitored for a few days and no low battery noted. It was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer stated the first alarm occurred on (B)(6) 2015. The device was not exposed to a magnetic field. Customer uses the sensor feature and was able to complete the rewind sequence. Blood glucose value at the time of the alarm is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer also mentioned he had a battery alarm and low reservoir in the alarm history but declined troubleshooting. The customer also complained about having issues with lost sensor alerts and after troubleshooting he was advised to change the sensor. The insulin pump was replaced and returned for analysis.